Manufacturer narrative:
(B)(4). Batch #: unknown. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to retrieve the device. To date, no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during an open vascular procedure, the clamp was not clamping down all of the way and was tearing the vessel. One time the clip just fell out. There was nothing holding the clip in between the jaws. The doctor said when he went to clamp down, the clip wasn't tight enough, there was a gap. It wasn't clamping all the way down. If you made a "c shape" with your hand and tightened your hand all the way down, there is still a hole in your hand (meaning there was a space) and there was not a full seal. The vessel was tearing, it wasn't clamping all the way. When the clip didn't have a good enough seal, they pulled it back and it caused tissue damage. The procedure was completed with a like device. There was no patient consequence.

Manufacturer narrative:
(B)(4). Date sent: 2/10/2021. D4: batch # u9576e. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the msm20 device was returned with no apparent damage, with a clip in the jaws. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device cycled as intended, and it fed and formed eighteen conforming clips. The clips were fired on the test skin, and no cutting or holding issues were noted. The event described could not be confirmed as the device performed without any difficulties note and no product defect was identified, although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following: "caution: prior to each clip application, inspect the jaws to ensure the clip is fully advanced to the tip of the jaws. If a clip is dislodged prematurely from the jaws or fails to advance, refire the instrument by fully squeezing the handles until they stop. Fully release the handles to advance the next clip into the jaws. During the release cycle, a clip may be forcibly ejected from the instrument jaws if not fired in tissue. Ensure that a clip is in the jaws. Position the jaws so that the clip completely surrounds the vessel to be ligated. Note: once the clip completely surrounds the vessel or tubular structure to be ligated and prior to starting the firing stroke, eliminate downward pressure so the structure to be ligated and the device jaws are pressure neutral to each other. This helps prevent the shifting of the clip position within the clip track and/or dislodgement. Do not excessively twist or torque the instrument jaws when positioning the instrument on a vessel and firing. Excessive twisting or torquing may result in clip malformation." As part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.